Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found as follows; when the slider was pushed, the cutting knife did not protrude smoothly from the distal cover. The cutting knife broke off at 0.3 mm from the distal end. The distal end of the cutting wire was burnt and deformed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting knife increased and stiffness of the knife weakened since the electric discharge occurred between the knife and the tissue when the user activated high-frequency output, besides the knife was broken off when the knife was subjected to a load during user handling. It was also known that an electric discharge occurred due to the following reasons; the electrosurgical unit was used in the coagulation mode. The high-frequency output was set too high. The activation time was too long. The contact length between the cutting knife and the tissue was too short. The instruction manual of the device has already warned as follows; when you operate the electrosurgical unit, always set an appropriate output level according to the following conditions: the conditions of tissue to be cut. The type/configuration/rated high-frequency voltage of the devices you use. The contact area (length) between the electrode and the tissue. Operational conditions like use of injection solution and so on. Your therapeutic strategy (whether you put a priority on the prevention of bleeding or on limiting thermal injury to surrounding tissue). Stop activating output immediately if the triangle tip and the cutting knife are found to turn red while activating output. Keeping output activated while the triangle tip and the cutting knife are red may result in thermal injury. Detachment of the triangle tip and deformation/break of the triangle tip, and cutting knife may also occur. Do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. Otherwise, this could cause patient injury, such as bleeding or tissue damage. It may also damage the endoscope and/or instrument. Be careful not to use excessive force when removing tissue attached to the cutting knife and the triangle tip. When the distal end is subjected to excessive force, for example, when forcibly scraping the cutting knife with tweezers, etc. Or when extending and retracting the cutting knife abruptly, and continuously, it may break the cutting knife and the triangle tip.

Event description:
During a per-oral endoscopic myotomy (poem), the subject device was used. The user could not extend the cutting knife. There was no patient injury reported. On (B)(4) 2019, olympus medical systems corp. (Omsc) found that the tip of the cutting knife was broken off. This is the report regarding the breakage of the cutting knife.